Event description:
It was reported that the patient presented in clinic for a follow up due to bradycardia. Device interrogation revealed capturing problem on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.